Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to sense, and failure to capture due to dislodgement confirmed via xray on the atrial (ra) lead. The physician elected to explant and replace the (ra) lead. The patient was recovering after the procedure.